Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was reported that the rv lead impedance measurement has risen to 2,437 ohms and the lead is in unipolar mode due to the lead safety switch. The pacing threshold measurements and amplitudes remain in normal range. An x-ray was sent to boston scientific technical services (ts) for review. The ts consultant discussed that a connection issue could not be ultimately confirmed due to the angle (full frontal); however, it does seem that the terminal pin is visible in the connector block. It was also discussed what other issues could be causing the out of range pacing impedance measurements and troubleshooting that could be performed to help determine system integrity. Careful patient monitoring and the use of the remote monitoring system was also discussed and it was dependent upon the discretion of the physician caring for this patient. At this time, the rv lead and device remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that several days after the implant of this pacemaker and right ventricular (rv) lead, the pacing impedance measurements rose above 2,000 ohms, resulting in a lead safety switch. At implant, the pacing impedance measurements were in normal range at 1,400 ohms. All other lead parameters were in normal range and no noise was noted on the electrograms. Printouts were sent to boston scientific technical services (ts) for further review. A ts consultant discussed that based on the available evidence, the out of range pacing impedance measurements could be related to a sub-optimal device/lead connection. Additional troubleshooting was discussed that could be performed to determine the cause of the out of range measurements. No adverse patient effects were reported.